Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy as intended. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. Additionally, the key logs of the device were evaluated by the customer quality engineer as it was confirmed that the device was performing as expected. The issue of device not providing defibrillation energy as intended was not able to be verified and was not able to be duplicated. Root cause could not be determined. The device was returned to the customer.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy as intended. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.